Event description:
The targeting device was defective, the sheath/trocar interface was either bent or warped. Surgery was delayed by more than 15 min.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.